Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found the sensor was retracted to the other side of the sensor. They also found a broken and missing electrode part.

Event description:
The customer called in to report that the transmitter did not blink when connected to the sensor. The customer also reported that a little wire was sticking out past the o-rings. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 143 mg/dl. The customer removed the sensor. The sensor was replaced and returned.